Event description:
Same case as: 2134265-2015-03831. It was reported that a coil deployment issue occurred. The patient was undergoing an embolization procedure. A direxion hi-flo microcatheter was used to deploy a 2mm interlocking detachable coil. The coil disengaged from the pusher wire after only half of it was deployed. It started to push back the catheter, so the physician decided to use another coil and pulled the direxion out. The coil was wedged in the right gastric artery. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).